Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation by baxter quality engineering. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced a failure code 808:02. This event occurred during programming/set-up. Engineering review of the device event history confirmed this condition. It was determined by baxter quality engineering that the reported condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available at this time.